Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had completely stops giving insulin for no reason and had to restart multiple times for it to work again. No harm requiring medical intervention was reported. The customer stated that insulin pump had poor battery life and random no delivery alarm. The device will not be returned for analysis.